Event description:
Report received of an underdelivery. The pump was programmed to deliver lipids at a rate of 125ml/hr with a volume to be infused (vtbi) of 500ml. After an unspecified length of time, it was noted that the display indicated 313mls had delivered but only 50mls was delivered. The pump was removed frim clinical service. Therapy was resumed using a replacement pump. It was reported that there was a subsequent 2 hour delay in administering unspecified antibiotic therapy to the patient. There were no reported adverse patient effects. No medical interventions were required.